Event description:
Lap sponge apparently left in pt following aaa repair. Lap sponge discovered on CT scan and pt taken to surgery on 8/16/96 for removal. Prior to removal, pt c/o right lower quadrant pain for approx one week. Admitted for right pelvic abcess. Following removal, pt has recovered well.